Event description:
The following was reported: the thoracic endoscope was routinely soaked in warm water before surgery. Fogging and blurring occurred frequently after less than 10 minutes of use. After soaking in warm water again and re-entering the abdominal cavity, fogging still occurred within less than 5 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question (26003ba, hopkins telescope 30°, 10 mm, 31 cm, serial number (B)(6) was not received for investigation. The device was not sent to the karl storz assessment and repair department for inspection. The error description provided by the customer, " the lens fogged up ", could not be confirmed. A precise analysis of the cause cannot be carried out because the optics mentioned are not available to us for closer examination. The functional deviation reported by the customer may be due to various reasons which cannot be identified at this stage. Should the optical component nevertheless be made available to us, the case will be reopened and a root cause analysis carried out. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).